Event description:
It was reported that, during an office follow-up, there was noise on all sensing vectors. There were no inappropriate shocks. The doctor explanted and replaced the electrode and the pulse generator. There were no additional adverse patient effects.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise and oversensing noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during an office follow-up, there was noise on all sensing vectors. There were no inappropriate shocks. The doctor explanted and replaced the electrode and the pulse generator. There were no additional adverse patient effects.